Event description:
It was reported that a piece of the catheter handle broke off during use. The broken piece was retrieved.

Manufacturer narrative:
This report will be amended when our investigation is complete.